Event description:
It was reported that during catheter removal, it was noted that the distal tip was missing. No resistance was noted during removal. It was stated that the catheter may have been nicked while suturing during insertion. Unk if distal tip is in pt. Pt will be monitored.

Manufacturer narrative:
The device involved in this incident was not available for eval and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tip for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). The pt guideline insert, I-flow had provided catheter removal instruction to ensure safe removal (1305285, rev. C) and the directions for use (dfu 1304266, rev. F) contains a warning: "6. Do not suture through catheter to avoid catheter breakage during removal." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.